Event description:
It was reported that during an unknown time the mesher was not feeding. Patient impact is unknown. Due diligence is complete as no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.